Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.